Event description:
The catheter was inserted without any problems. A syringe was connected and withdrew blood. After connecting the catheter to an extension tube, the catheter broke from the hub. The catheter had to be removed surgically.

Manufacturer narrative:
Additional info has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B) (4).